Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarm and the device functioned properly. The insulin pump was received with scratches on the lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Customer advised they removed the insulin pump and used manual injections. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was unable to change out the infusion set and reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.